Event description:
It was reported that (3) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the clips of the al326 instrument would not feed into the jaw properly. The case was completed by using another instrument. There was no pt consequence.